Event description:
It was reported that the vision stent was deployed in the proximal rca in 2004. The pt returned the following month with a 99% occlusion within the stent. Further ptca was performed to treat the sub-acute thrombosis (sat).